Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6), 00000 USA has been used as a placeholder based on the reported phone area code. Device manufacture date: unknown. (B)(4). Investigation summary: no samples or photos are available for evaluation. Since no samples or photos are available, the root cause of the defect cannot be defined and no corrective actions are required at this time. A device history record could not be completed as no lot number was received. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that medication leaked past the bd syringe luer-lok¿ tip with bd precisionglide¿ needle plunger during use. The following information was provided by the initial reporter: "pharmacist called on behalf of patient that has been having ongoing issues with syringe 309570 not holding the medication and leaking out of the plunger end. No specific dates - occurred many times."